Event description:
The manufacturer representative reported an in inability for the neurostimulator to communicate with the patient programmer, however, the neurostimulator can communicate with the 8840 programmer. The patient lost stimulation in appropriate areas only slightly feels stimulation in the pocket with the amplitude turned all the way up. The manufacturer representative stated, the patient's neurostimulator has flipped several times. Impedances readings were in the 100-200's. The hcp later reported, the patient was unable to change the neurostimulator due to the device being flipped in the pocket. The patient did not receive adequate therapy. An x-ray revealed the leads were wrapped around the neurostimulator from the device flipping in the pocket. No report of device explanation.